Event description:
The manufacturer was made aware that an end user allegedly expired while using the dreamstation auto bipap device. Medical intervention was not specified. This death occurred in (B)(6) 2021. The (B)(6) police reached out to philips for assistance in the download of the information and report interpretation. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed. A report will be filed with all applicable regulatory agencies.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused death occurred in (B)(6) 2021. The hong kong police reached out to philips for assistance in the download of the information and report interpretation. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.